Event description:
No new patient or event information to report.

Manufacturer narrative:
Summary of event: as reported, during stone extraction on a donated kidney, while "cleaning it up on the back table," using a perc ncircle nitinol tipless stone extractor, the stone extractor would not close around a stone. Another same type device was opened. There was no damage to kidney that was about to be put on ice to be transplanted later. There was no patient involvement. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation so a device failure analysis could not be conducted. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The product specification for the perc ncircle nitinol tipless stone extractor was reviewed and all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product instructions for use (IFU) provides the following information: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The cause of the reported failure could not be determined. The risk documentation procedures were reviewed, and it was determined that no actions are required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: risk management. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during stone extraction on a donated kidney, while "cleaning it up on the back table," using a perc ncircle nitinol tipless stone extractor, the stone extractor would not close around a stone. Another same type device was opened. There was no damage to kidney that was about to be put on ice to be transplanted later. There was no patient involvement.